Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The following damage was noted: cracked battery tube threads, cracked belt clip slot, and a corroded motor home switch.

Event description:
It was reported via phone call that the insulin pump kept alarming no delivery. The insulin pump was returned for analysis.